Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion and foreign debris contamination on the bearings.

Event description:
Customer stated that during a procedure the device overheated. A back-up device was used to complete the procedure. There was no delay in the procedure and no adverse consequences alleged with this event.